Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she was discharged by the replacement managing doctor, and her doctor will not take her because she is past her refill date, patient asked what happens when it goes empty and it was reviewed that there is potential for damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Coding was updated as part of CAPA/remediation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid and bupivacaine (unknown dose and concentration) via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). The patient was at the hospital and needed doctor¿s listings. The patient was going to see a different doctor but the doctor would not see her because the pump alarmed, the patient stated that she does not hear the alarm going off, a company representative interrogated the pump and gave her the print out stating the pump had alarmed because she missed the fill. A possible alarm event was mentioned; the patient was supposed to have the pump refilled on (B)(6) and needed the other doctors names so she could follow up with them regarding getting an appointment. There were no symptoms reported. No further complications were anticipated/reported

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that patient had not found a managing physician, the patient experienced increased pain no steps were taken to resolve the alarm. The issue was not resolved. The reason for pump alarming was that it needed refilling. Patients weight at the time of the event was (B)(6).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that patient had not found a managing physician, the patient had been in and out of the hospital and rehab and was released on (B)(6). The patient experienced increased pain, patient never heard the alarm, they prescribed oxycodone in addition to the dilaudid. The alarm event and pump not being refilled was not resolved as patient was trying to find a doctor to do so. The patients weight at the time of the event was (B)(6), the reason for pump alarming was because patient didn't hear it.